Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support, and the malfunction did not recur. The customer was informed that they could continue using the pump and advised to contact support again if any malfunction code recurred.